Event description:
The customer reported that there was no image displayed on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The camera was replaced. The focus, tracking, and the entrance dose were adjusted. The customer will replace the cpu board. The system was tested and operates as intended.